Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found we did receive performance data collected from the device and have analyzed the data, and problems with autothreshold function were noted. There was evidence of "out of range" and "intrinsic" aborts in the capture management feature. Ventricular threshold had been rising slowly during the last several months of implant time.

Event description:
It was reported that the device had a "high threshold" assessed by capture management. The ventricular capture management results did not match the in-office manual testing. The ventricular capture management was not running in ddi. The device was removed and upgraded to a bi-ventricular ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) analysis of the device is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data, and problems with autothreshold function were noted. There was evidence of "out of range" and "intrinsic" aborts in the capture management feature. Ventricular threshold had been rising slowly during the last several months of implant time.